Event description:
It was reported that upon opening bd vacutainer® sst¿ blood collection tubes outer packaging, there was separation of glue and large air bubbles. There was no patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. This complaint is unable to be confirmed for the indicated failure mode gel air bubbles. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.

Event description:
It was reported that upon opening bd vacutainer® sst¿ blood collection tubes outer packaging, there was separation of glue and large air bubbles. There was no patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: the (B)(6) hospital of (B)(6) university school of medicine. D.4. Medical device lot/expiration date: unknown h.4. Device manufacture date: unknown h3 other text : na